Event description:
The patient experienced increased baseline pain. The loss of therapeutic effect coincided with volume discrepancies at the last 2 refill visits when the pump was found to be half full. The hcp planned to replace the pump. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.